Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that ¿a patient was injected with juvéderm vollure¿ xc in nasolabial folds, perioral lines (0.1cc to each perioral) and left upper lip. Three months later, patient experienced ¿firm rubbery nodules,¿ and granulomas on perioral lines below bottom lip.¿ patient was given vitrase injection on 2 occasions, 4 days apart. Symptoms ongoing.